Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿a transverse incision was made in the right lower quadrant. The hernia sac was dissected out. A perfix plug (device 1) was placed into the right inguinal floor and secure it with sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per operative notes, ¿a transverse elliptical incision was made sharply through previous skin scar. The hernia sac was dissected out. A small perfix plug (device 2) was placed into the right inguinal floor and secure it with sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of synthetic mesh and explant of perfix plug (device 1 and device 2). Per operative notes, ¿a transverse incision was made excising the previous skin scar. The hernia sac was dissected out. Previously placed both perfix plug (device 1 and device 2) was dissected out. A synthetic mesh was placed into the right inguinal floor and secure it with sutures.¿